Event description:
It was reported that the stent was shorter than the labeled size. A 16x60/9fr uni plus 75cm wallstent-uni endoprosthesis self expanding stent was advanced for treatment. However, it was noted that the stent in the delivery system was shorter than it should be. The stent was not deployed and was pulled out of the patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination identified no issues with the tip of the device. The stent was returned fully constrained on the device. The stent was deployed without issue and a dried blood like substance was identified on the distal end of the stent indicating that it was partially deployed during the procedure. The stent length was measured and failed as the stent measured short. A visual and tactile examination of the shaft identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was shorter than the labeled size. A 16x60/9fr uni plus 75cm wallstent-uni endoprosthesis self expanding stent was advanced for treatment. However, it was noted that the stent in the delivery system was shorter than it should be. The stent was not deployed and was pulled out of the paitent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was fine.